Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the inventory manager questioned what to do with problem tubes that always have a problem with filling. There are 1000 tubes in stock which have almost three month shelf life when they were returned from lab back to stock. The following information was provided by the initial reporter: manager of stock take contact what to do with tubes which laboratory do not want to take in use. Some blood collection points are tired to use tubes which have always problem with filling. These tubes (1000 pieces now at stock) had still almost three month shelf life when they were returned from lab back to stock. Stock wants now dispose these tubes.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#794795. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through CAPA#794795. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#794795 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that before use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes the inventory manager questioned what to do with problem tubes that always have a problem with filling. There are 1000 tubes in stock which have almost three month shelf life when they were returned from lab back to stock. The following information was provided by the initial reporter: manager of stock take contact what to do with tubes which laboratory do not want to take in use. Some blood collection points are tired to use tubes which have always problem with filling. These tubes ( 1000 pieces now at stock) had still almost three month shelf life when they were returned from lab back to stock. Stock wants now dispose these tubes.